Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a device site infection with associated redness occurred at the incision or pocket area of an implantable neu rostimulator and two lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) devices. The infection was ongoing and had not resolved. A possible device removal (explant) was planned per the physician. The manufacturer representative (rep) indicated they would send any further information as they become aware.